Event description:
Pigtail separated from catheter body during removal from package. The product was stored in a cool, dark and dry place. A visual inspection performed did not indicate any damage to the packaging. No anomalies were observed during removal from the package. Upon detailed inquiry it was stated, that the catheter was removed by pulling it through all crows feet of the mounting card (which is possible without problems with a straight catheter). This might have contributed to the reported event. The catheter was grasped at its hub and pulled through the crow feet. The operator did not hold the pigtail.

Manufacturer narrative:
The product has been received for evaluation; however, the engineering analysis is not yet complete. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.